Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the site was bleeding. The customer¿s blood glucose was 151 mg/dl at the time of the incident. The customer stated that later the site was not actively bleeding. The device will be returned for analysis.